Manufacturer narrative:
The field service engineer (fse) observed the triple syringe module was leaking inside the instrument and the sample aspiration syringe had dried residue on the barrel. The diluent syringe was not filling due to the leak and was not delivering the correct amount of diluent to the white blood cell (wbc) and red blood cell (rbc) baths. The fse replaced the triple syringe assay to resolve the leak and the erroneous results. The fse replaced the white blood cell bath, hemoglobin lamp, photodiode, and the sample probe as preventative maintenance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation.

Event description:
The customer reported erroneously low white blood cell (wbc), mean cell volume (mcv), mean cell hemoglobin (mch), mean corpuscular hemoglobin concentration (mchc), and elevated red blood cell (rbc), hemoglobin (hgb), and hematocrit (hct) results without instrument generated messages, for one patient, involving the coulter act series analyzer. The patient's sample was sent to a reference laboratory and recovered lower results. The customer reanalyzed the sample on the same instrument and recovered lower values, which were considered correct. The erroneous results were not released out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.